Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the automatic r-wave sensing appeared low. Consecutive measurements were normal. In addition, the low r-wave correlated to possible t-wave oversensing in the electrogram. No adverse consequences were reported.